Event description:
Pt complained of burning and pain during dialysis. The life site was difficult to cannulate. The pt was hosptialized. An x ray was taken of the chest which revealed a detached cannula. The valve and cannula involved were surgically removed and replaced. The sample is available for eval.